Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump was unable to perform bolus wizard or test remote frequency communication due to no button respond. Insulin pump received with minor scratches on display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that buttons on the insulin pump were sticking and causing the bolus wizard to not work correctly. Customer's blood glucose reading at the time of the call was 281 mg/dl. No further information reported.